Manufacturer narrative:
T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Reportedly, customer is using u-500 insulin. It was indicated that the customer has back up insulin pens for continued insulin therapy.